Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 indicated that the "device was not detected on the communication bus" at the s6main station. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system showed a message that the "device was not detected on the communication bus" for auxiliary drawer 4.2 at s6main and many cubies in the recovery storage space menu, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.